Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2012, a (B)(6) y/o, female patient with a bmi of 36.9, underwent implantation of a insert tibia logic psc 2.5 15m. On (B)(6) 2019, approximately 89 months post implant, the patient underwent revision due to aseptic loosening.